Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) normal battery depletion found on analysis.

Event description:
It was reported that there were high thresholds on the right ventricular lead, which had decreased the battery longevity. It was also reported that the patient later complained of decreased exercise tolerance. Battery depletion was noted on the device. It was also reported that the atrial lead impedance was "borderline low" at 290 ohms or so. When the pocket was opened, the atrial lead was found to have an insulation break in its proximal portion. The break was repaired. The right ventricular lead was retested and found to have normal thresholds. The device was explanted and replaced, and both leads remain in use. No patient complications have been reported as a result of this event.